Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 8 am, the result was 5.4 inr. She contacted her doctor's office and was told to test again later. At 12 pm, the result was 7.8 inr. There was no allegation of an adverse event. Based on the later result, her coumadin dose was changed. The customer stated her therapeutic range was around 4.3 inr. The customer was not anemic, had no antiphospholipid antibodies, heparin therapy, or direct thrombin inhibitors, no new medications, no changes to diet, no recent illnesses. The customer had some bruises and was feeling lightheaded, but did not seek any medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and strips were received and were tested with quality control material. Testing results: qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. In the meter memory, the result of 5.4 inr was observed on (B)(6) 2019 but the result of 7.8 inr was only found on (B)(6) 2019. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.